Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and additional results from device evaluation. See b5 for the additional information from the customer. Additional device evaluation found the adhesives around the lenses were worn out and the jet channel was clogged by foreign material. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported there was no record related to the scope being disinfected prior to being returned for evaluation. At the distributor, the scope surface was manually disinfected due to suspicion of a positive leak test.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material that remained in the air/water nozzle and auxiliary water channel - however, the foreign material in the was unable to be further specified. It was unknown if the device's reprocessing/disinfection was completed prior to receipt of the unit for evaluation by the legal manufacturer. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. In addition to the finding of foreign material obstructing the nozzle, the evaluation noted the following: light guide lens cracked and chipped; distal end objective lens cracked and chipped; distal end cover sharp edge (snag); bending section cover adhesive cracked; insertion tube buckled; deformation of the universal cord; connector corroded; reduced angulation; play in angulation knob; scope ID reset; insufficient removal of water from objective lens due to clogged nozzle; distal end jet channel clogged. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer returned the olympus, model cf-q165l, evis exera ii colonovideoscope to olympus for repair. Upon inspection and testing of the returned device, it was noted that the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing of the device with the possibility that the scope was used in a procedure with the foreign material present. This report is submitted due to the finding that foreign material clogged the nozzle due to insufficient or incorrect reprocessing, identified during in-house service of the device. There has been no report of patient injury or impact associated with the problem.